Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she was having hyperglycemia for the last four days. The customer reported that her current blood glucose was 29mmol/l. The customer reported that her current blood glucose was 12.2 mmol/l. The customer reported several ranged of high blood glucose levels such as 25 mmol/l and then 16 mmol/l. The customer treated the blood glucose with injections. Troubleshooting was performed, the customer reported that the insulin pump passed the high pressure test. The customer reported that last night she went low and had blood glucose of 6 to 7 mol/l but woke up with 15.2 mmol/l. The customer reported that the cannula was bent after she removed it. Product is not expected to return.